Event description:
A surgeon reports that one of surgeon's pts had an intraocular lens replaced due to complaints of persistent, disabling optical phenomena (glare, halos, streaking of lights).

Event description:
Symptoms resolved after iol exchange. Visual acuity remains 20/20.